Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s occupational therapist and nurse each described the area as open and oozing pressure sore on back under te pads and vibration box. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the wound. Reporting out of an abundance of caution. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.